Manufacturer narrative:
The feedback described herein was noted during the manufacturer's retrospective quality assessment efforts.

Event description:
During the manufacturer's retrospective quality assessment efforts, the following feedback was noted: it was reported that the zipper was broken on the top left corner of the cubby bed; that the corner of the cubby bed had become unzipped; and that the zipper was stuck halfway on the side flaps that wrap around the frame of the bed [sic].